Event description:
It was reported that a spectrum pump was constantly alarming for downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue was reproduced. A review of the event history log revealed multiple downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a sensor and a tubing guide that were both out of specification. A force sensor calibration, as well as an adjustment of the downstream tubing guide, will be required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.